Event description:
On (B)(6), customer reports via phone that during a bilateral retrograde urology procedure on a female pt, (B)(6), the hand and footswitch were not working. Endoscopy was working and the physician used it to determine the pt had tumors blocking the ureters which caused the procedure to be cancelled. The system is currently fully functional. No reported injuries.

Manufacturer narrative:
Tech support (ts) troubleshot with customer and found the table was not powered on. Further investigation found the reason the table had not been powered on was that someone at the hospital had labeled the two tower switches as 'on' and 'off'. The two tower power switches are ganged together so that when you flip one in one direction to turn on the table, you flip the other in the opposite directions to turn the table off. The labeling on and off and confusing to the user because either position could be on or off. Tech support explained this to the customer, and as soon as the customer flipped the tower switch, the table powered up normally. This was a user error. There was no defect of malfunction of the system.